Event description:
Caller stated that medical attention was sought on (B)(6) 2025 around 11:40am at home. Caller stated that he tested his blood glucose with his prodigy meter and got a reading of 58mg/dl. A normal reading for that time of day is usually around 115-120mg/dl. Caller did not have any symptoms but decided to drive himself to the hospital. Due to doing, additional testing and getting varied results. Caller is on a sliding scale as follows: if bgt is 170-201mg/dl, 1 unit of insulin and in the night, 8 units of jardiance. Caller did not disclose what the additional reading were. Caller stated that he did not consume any food drink or medication prior to going to (B)(6) hospital located at (B)(6). Caller stated that when they arrived at the hospital their blood glucose was 176mg/dl. Caller stated that he did not receive any treatment in the ER. Caller stated that his blood glucose when discharged was 221mg/dl. No additional information was provided.